Manufacturer narrative:
Other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be confirmed. The user interface detected an unexpected mp reset. It is unknown what caused this issue but the error code was cleared. No other issues could be found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 46228-0004. No adverse effects were reported.